Event description:
Dexcom g7 continuous glucose monitor app randomly turns on the "do not disturb" function on my samsung s23 phone. My wife has medical issues which require her to be able to contact me. When the dnd function is on I cannot get phone calls or text messages.